Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancotroy (2 grams stat, intraperitoneally) and gentamicin (20 mg, once daily for fourteen days, intraperitoneally) for peritonitis. At the time of this report, the patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.